Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2 it was reported after using bd vacutainer® lithium heparin (lh) 75 usp units blood collection tubes, an unspecified number of samples exhibited clotting leading to incorrect values. Samples were recollected and reports were corrected. No adverse impact was reported regarding the patient or user.